Manufacturer narrative:
Complaint confirmed. One unpackaged ar-6068-45r suturelasso (no batch indicator present) was received for investigation. Visual inspection identified that the 45° curved tip had broken off of the distal end of the device. The fragment generated during this process was not returned for analysis. The outer diameter of the breakage point was noticeably chipped and cracked. Functional testing identified that the wire, however, was still able to be deployed and retracted within the shaft as intended. The observed condition is most likely the result of user applied mechanical damage via prying/leveraging the device against bone and/or hard tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that when the surgeon inserted the lasso, ar-6068-45r, into the tissue, the lasso broke. The surgeon did not use any extra force. A new lasso was opened and used to complete the case with no adverse effect to the patient.